Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Pt re-intubated with different tube ( no add'l info provided on the re-intubation of the pt). Pt's height reported as (B)(6). It was also reported no samples to return. Add'l info was received via email on (B)(4) 2014, informing unk product size and lot; unk timeframe for how long product was in use before the event occurred, as this was an emergency procedure to intubate and performed when pt came in through the emergency department, in respiratory arrest. No historical pt info could be provided. Pt was seen and treated in the emergency department. No sample was received from the customer. Neither lot number nor sample was available to assist in our investigation; hence retrieval of assembly record to support the investigation process was not possible. Review of the outgoing quality survey report for the past one year (2013) did not reveal any associated defect detected during the functionality testing. Review of the risk management file does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to 2013 for the leak issue, statistically there is significant positive trending was observed as there is a reduction in complaint over the years. Actual root cause analysis cold not be performed as the complaint sample is not expected to be available for eval. Based on the complaint trending did not show any significant abnormalities. This issue is isolated as every product should meet the final released specification. Furthermore, kcc products are manufactured according to product specification at the point of product release. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation. Thus, no further eval needed and complaint can be considered closed. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on 06/30/2014.

Event description:
It was reported complainant stated "endotracheal tube involving critical care pt; faulty cuff on endotracheal tube, the cuff was defective. Difficulty intubating; no harm to pt; difficulty to ventilate secondary to cuff leak."